Event description:
It was reported that the patient may be going through withdrawal. Per the reporter, the patient's pain level was too high and she was admitted to hospital this week. The patient was in and out of the emergency room and the patient was admitted week. The patient was just released from hospital yesterday and reports not able to receive bolus. The patient was able to receive bolus yesterday ((B)(6) 2013) afternoon however now getting lockout time of 2 hours 32 minutes. The patient also had refill on tuesday, (B)(6) 2013 before they went into the hospital. It was also noted that the patient had an appointment with their cardiologist the day of the report. It was later reported that the patient had a bolus at midnight last night and she was supposed to be able to get a bolus 6hrs later but she is not able to do that. The patient had 2hr and 30 some minutes to wait for the next bolus. The ptm had been doing this regularly. The patient was shaky right now and she had an appointment with cardiologist for a stress test and not sure if she is able to do that. The patient has been sick, stated the more they walk the weaker they feel the pump was used to deliver sufenta.

Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter product ID: 85 90-1 lot# n057770, implanted: 2006 (B)(6), product type accessory product ID: 8835 lot# serial# unknown, product type programmer, patient. (B)(4).